Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced pulmonary edema and shortness of breath. Approximately a week after a pulse field ablation (pfa) procedure to treat atrial fibrillation using a faradrive sheath the patient felt short of breath. A chest x-ray was performed that showed some water in the lungs, indicating pulmonary edema. A diuretic was prescribed and the patient returned to baseline within a couple days with the shortness of breath resolved. The device is not expected to be returned for analysis due to disposal.